Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for a high out of range shock impedance measurement of 128 ohms on the right ventricular (rv) lead. The healthcare provider (hcp) also noticed elevation in the pace impedances of the right atrial (ra) lead, rv lead and left ventricular (lv) lead but noted that the patient is having low potassium levels and other electrolyte imbalances which could be the cause. The ra, rv and lv leads are not boston scientific products. No noise was noted on the leads. Boston scientific technical services (ts) discussed continued monitoring with the hcp and provided guidance that if the shock impedance is greater than 150 ohms, then a commanded maximum energy shock might be needed to test the rv lead performance. The hcp indicated they will monitor the lead closely. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for a high out of range shock impedance measurement of 128 ohms on the right ventricular (rv) lead. The healthcare provider (hcp) also noticed elevation in the pace impedances of the right atrial (ra) lead, rv lead and left ventricular (lv) lead but noted that the patient is having low potassium levels and other electrolyte imbalances which could be the cause. The ra, rv and lv leads are not boston scientific products. No noise was noted on the leads. Boston scientific technical services (ts) discussed continued monitoring with the hcp and provided guidance that if the shock impedance is greater than 150 ohms, then a commanded maximum energy shock might be needed to test the rv lead performance. The hcp indicated they will monitor the lead closely. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for a high out of range shock impedance measurement of 128 ohms on the right ventricular (rv) lead. The healthcare provider (hcp) also noticed elevation in the pace impedances of the right atrial (ra) lead, rv lead and left ventricular (lv) lead but noted that the patient is having low potassium levels and other electrolyte imbalances which could be the cause. The ra, rv and lv leads are not boston scientific products. No noise was noted on the leads. Boston scientific technical services (ts) discussed continued monitoring with the hcp and provided guidance that if the shock impedance is greater than 150 ohms, then a commanded maximum energy shock might be needed to test the rv lead performance. The hcp indicated they will monitor the lead closely. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-d device was subsequently explanted and replaced due to normal battery depletion greater than two years later. The device was returned to boston scientific. No patient symptoms or adverse patient effects were reported.